Manufacturer narrative:
Corrected information provided in sections a1, a2, a3.a, a2, b6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in section b5 and b6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicated that there was no fibrin and bcva (best corrected visual acuity) was improved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that while using an ophthalmic handpiece, the patient experienced toxic anterior segment syndrome after the use of phacoemulsification handpiece and irrigation / aspiration handpiece for the left eye. The patient received a subconjunctival kenalog 40 mg injection along with topical and oral steroids. A dib00 23.5 iol was implanted. Surgery involved a temporal clear-corneal incision with intracameral lidocaine and lidocaine gel.